Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report multiple power error detected alarms. The customer performed troubleshooting but the red light kept alarming for power error detected. The customer's blood glucose reading was 20 mmol/l. The customer was offered a replacement device, but the customer declined. Nothing was replaced.